Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a taxus express2 4.0x8mm drug eluting stent to the 95% stenosed lesion located in the mildly calcified, nontortuous ostial left main (lm) artery and left circumflex (lcx) artery, but upon deployment, the stent and balloon "escaped from the lm." Upon removal of the stent delivery system (sds), the physician noted that the stent was not in the lm and not attached to the balloon. It was felt that the stent came off the sds in the proximal lm. An attempt was made to retrieve the dislodged stent, but was unsuccessful, because the stent was not found inside the pt. The procedure was completed with a taxus express2 4.5x16mm stent. The physician also implanted 2 taxus liberte stents to the mid cx, a 2.25x16mm and a 2.75x24mm. No additional pt complications were reported. Pt status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.